Event description:
It was reported by the customer the doctor was performing a breast biopsy. It was reported the st holster wouldn't cock and got stuck in the middle of cocking. The doctor tried to release the probe with the firing mechanism but the firing button wouldn't release the probe. The doctor decided to use their older biopsy unit to complete the case with no patient consequence.